Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Date of birth - day and month, ni. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive, unusual and/or awkward movement and/or activity."

Event description:
A patient enrolled in a clinical study experienced stem subsidence of 6mm approximately three months post-implantation of a total hip arthroplasty.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant products: biomet femoral head: catalog#: 163670, lot#: 00j3682560. Biomet g7 acetabular cup: catalog#: 010000666, lot#: 3667026. Biomet g7 acetabular liner: catalog#: 010000851, lot#: 3328486.

Manufacturer narrative:
(B)(4)